Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating could not be reproduced. Product failed for hand piece sensor fault but passed functional and high speed testing (100-10,000 rpms) on motor for 5 minutes each in forward, reverse and oscillate directions using the footswitch pedals. The hand piece sensor fault is caused by a defective hall board. Overheating did not occur during functional testing of motor. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during surgery the device overheats. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.